Manufacturer narrative:
The insulin pump had cracked case at display window corner, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker. Analysis was unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the operating currents measurement, self test, unexpected restart error test, rewind, basic occlusion test, occlusion test and displacement test. Analysis was unable to perform the no delivery test due to prime anomaly. No motor error alarm during testing noted. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had alarmed a no delivery and motor error while trying to deliver a bolus. The customer¿s blood glucose during the incident was 263 mg/dl. They treated with a manual injection. Troubleshooting was performed. The drive support cap was not damaged. They were able to complete the insulin pump rewind. The device passed the displacement test. The dome label had fallen off. The insulin pump was returned for analysis.